Manufacturer narrative:
(UDI) and (510k) are unknown; no additional information was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was not performed as no lot number was provided. A sample was received for evaluation, in used condition without its original packaging. Visual inspection and functional tes(s) were performed. The sample was visually inspected at a distance of 12 inches under normal lighting in order to detect any damage on the unit; the sample had a tear. A leak test was performed; the corrugated tube did not passed the leak test.. The root cause of the issue was deemed to be manufacturing-related. Action(s) taken to mitigate the reported issue(s): a corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that, during a pre-use check, the anesthesia device issued an air leak alarm. No patient injury was reported.